Event description:
Patient stated that they experienced bite concerns, TMJ, and overbite due to Byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 CFR Part 803.